Event description:
The customer reported the system is displaying a precharge error. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet reported on evaluation of the system. This MDR is related to ge healthcare (B) (4).